Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the device was not working. All components were removed and replaced except for the pressure regulating balloon (prb). After the procedure the physician stated that the original device was in the wrong spot, the cuffs were malpositioned and the pump migrated above the scrotum. No patient complications were reported.